Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not autofill. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the unit would fail during autofill. The fse found the pim leaking. So, the fse replaced the pim and was still unable to get the unit to complete autofill. However, with this pim the fse noticed a difference in the autofill failure as it would happen immediately vs some vacuum applied and timing out. So the fse replaced the pim again and it worked correctly. The fse then performed full functional and safety tests. All tests passed and the unit was returned to the customer and cleared for clinical use. The maquet failure analysis and testing (fat) department received the pim associated with this complaint. This part was received with a reported unit failure message of device failed during autofill tests, found pim leaking. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed 30psi transducer pressure calibration tests and did not pass. Also, performed all manifold tests and leak diff. Pres. Tests failed with result of 99 mmhg; the factory specification is +-10 mmhg. The fat dept. Verified the autofill tests failed and pim was leaked. Pim failed testing. Retaining pim in the fat dept. As per procedure.

Event description:
N/a.